Manufacturer narrative:
Customer was sent replacement.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that an alkaline phosphatase (alp) reagent leaked due to a crack on the seam of the cartridge. No injury was reported on this issue.